Manufacturer narrative:
B3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that this spinal cord stimulation (scs) device was replaced due to battery was nonfunctional. The device was disposed by the facility and will not be returned for analysis. Postoperatively, patient was reported to be doing well.